Event description:
The customer reported that there is a tear in the material of the canopy. No patient injury was reported. Inspection shows that the patient surface of the mattress envelope has a 1 1/2 inch tear in the vinyl.

Manufacturer narrative:
Results: evaluation of the returned product shows that the mattress envelope has a one and a half inch tear on the patient surface.